Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of the definitive le study: the silverhawk catheter was introduced into the superficial femoral artery and multiple passes were made. After this was done, follow up angiography showed complete resolution of the affected site. There was however, a spasm noted distal to the atherectomized site. After 400mcg of nitroglycerin were administered, the spasm remained and a balloon was introduced and dilated. After this was done, follow up angiography showed complete resolution of the spasm dissection with a brisk run off noted in the lower leg.